Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Distributor reported alarms audible when the alert functionality was tested.

Manufacturer narrative:
(B)(4).